Event description:
On (B)(6) 2021 the patient had oversensing on this rv lead ." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).